Event description:
I own a braun oral b electric toothbrush. It is two years old. To my recollection it has never been dropped no have any cleaning products, other than water been used to clean it. There is a place on the toothbrush handle near the base that when touched can burn the skin. In (B)(6) 2016 a few minutes after brushing my teeth I notice there was a painful area with a tiny 2nd degree burn on my right thumb. I didn't initially attribute it to the toothbrush. A few months later something similar happened except this time it happened while I was holding the toothbrush. Following this I protected myself from getting burned again by avoiding touching the base of the toothbrush. A few days ago I accidentally touched that area again and the same thing happened. Gripping that one area at the base of the toothbrush produced another second degree burn, very small about 2-3 mm across. Product category: personal care. Manufacturer phone number: (B)(4). Retailer: (B)(4). Purchase date: (B)(6) 2015. The product was damaged before the incident: no. The product was modified before the incident: no. Explanation: I called today. They said they'd send a return box in 3-4 weeks. Will not replace item. Document number: (B)(4).